Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed lesion was located in the mildly tortuous and moderately calcified left superficial femoral artery. A 4.0mmx220mmx150cm coyote¿ balloon was selected for dilatation. Upon fluoroscopic image, it was revealed that the contrast media leaked. The device was removed from the patient and checked outside the patient and the balloon had been torn longitudinally. The procedure was completed with another with the same device. No patient complications were reported and patient's status was good.